Event description:
The threaded stud broke on handpiece. No other procedure information available. No patient consequence reported.

Manufacturer narrative:
Information not available, device not returned for analysis. (510)(k)#k002906)